Manufacturer narrative:
(B)(4). Correction: the hospital has since reported nine rt265 infant dual-heated evaqua2 breathing circuits with cracked collars on the expiratory limb instead of four. Method: the nine complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4). The returned breathing circuits were visually inspected and pressure tested. Results: visual inspection of the nine breathing circuits revealed a crack on the proximal connector of each expiratory limb. No damage was found on each expiratory limb tubing. The pressure test showed that eight out of the nine returned breathing circuits were within specification. A lot check could not be carried out as the lot information was not provided. Conclusion: we are unable to determine what may have caused the damage noted on the returned breathing circuits. Previous investigations of similar complaints suggest that the observed cracking on each connector was most likely due to each connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject device was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar of the expiratory limb of four rt265 infant dual-heated evaqua2 breathing circuits was found cracked during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint devices from the hospital for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar of the expiratory limb of four rt265 infant dual-heated evaqua2 breathing circuits was found cracked during patient use. No patient consequence was reported.